Event description:
My freestyle libre 3 plus sensors have consistently indicated incorrect sugar levels resulting in incorrect doctor adjustments to insulin injections and inability to use the sensor system to monitor for dangerous lows at night. The last 6 or more freestyle libre 3 plus sensors have consistently indicated sugar levels from 30% to 40% (or greater) below the blood sugar levels detected using blood test strips. This is far outside the manufacturer (abbot) published +-20% accuracy. I have reported this to abbot and they have reluctantly replaced some of the sensors which again are well outside of their published accuracy range. They have shown no interest in investigating this problem. My experience with the previous model libre 3 was more satisfactory although there were numerous device hard failures. My doctor monitors my average blood sugar levels and periodically adjusts my insulin. As a result of the inaccurate low readings, she has reduced my insulin. The result has been an increase in my actual blood sugar readings using blood test strips. This has the potential to push my blood sugar further out of control. A critical purpose of these sensors is to warn of dangerous low blood sugar while sleeping. With the significantly low and inaccurate readings at night, the receiver repeatedly sounds unnecessary alarms despite my blood sugar being at acceptable levels. As a result, I have to shut off the receiver and risk an undetected and potentially critical low in my sleep. Such critical lows have the potential to cause hypoglycemic seizures and coma. I have read of many such experiences with this model of cgcm sensors on the internet. I have verified that the sensors I am having problems with are not in the lot that was recently identified by abbot as having such problems. I believe abbot should be investigated to determine if there is a serious problem with these sensors. Thank you for your attention.